Manufacturer narrative:
E1: initial reporter's facility name; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is always air present signal and self-diagnostics goes into alarm. No patient involvement therefore there was no injury.

Manufacturer narrative:
D9: 29-jan-2025. H3: one device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventive maintenance was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.